Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) with the homechoice (hc) machine during the dwell cycle. The technical service representative (tsr) assisted the home patient (hp) to cycle power and advised that she will have to start over with new supplies. Product surveillance contacted the patient on (B)(6) 2010. According to the patient she does not understand what could have caused the alarm as there were no leaks or disconnections in any of the supplies. The patient stated that she discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event.

Event description:
It was reported that the pt underwent a pump replacement due to "mechanical failure." The pt was "doing fine." The medications being delivered via the device were morphine at a concentration of 25 mg/day and a dosage of 7.27 mg/day and bupivicaine at a concentration of 2.5 mg/day and a dosage of 8.817 mg/day. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.